Event description:
It was reported that during device check, it was noted that the implantable pulse generator (ipg) exhibited an unknown power on rese t (por) after elective replacement indicator (eri) had triggered. It was also noted that the right ventricular (rv) lead exhibited a low impedance causing a polarity switch. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.